Event description:
The account alleged the brake caster will not hold. No injury reported.

Manufacturer narrative:
The account stated they will replace the brake caster. No further info is available on the repair of the bed at this time.